Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented via remote transmission, a read error was observed on the patient's transmitter. It is unknown whether the patient will be brought into the clinic for a device interrogation with a programmer or if there is a telemetry issue with the device. No further information was available.